Event description:
Healthcare professional reported left side "rupture" confirmed via magnetic resonance imaging (MRI). Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.